Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported there was damage to the screen on the insulin pump. The insulin pump will return. Nothing further reported.

Manufacturer narrative:
Pump was received with missing segments/partial display due to cracked lcd zebra connector. Unit passed the displacement test. Pump had cracked case at display window corners, cracked reservoir tube lip and minor scratched display window.